Event description:
The pt was revised due to pain, a cyst, and loosening.

Manufacturer narrative:
Visual inspection of the tm tibia shows that one of the two posts has been cut-off and there are some nicks and scratches on the proximal side of the device. Also, there is some foreign material seen on the distal surface of the tm tibia which seems to be the bone. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. Product history search revealed no additional complaints against the product lot combination. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.